Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of service, it was discovered that the pt had expired. The exact date of death is not known. Sudep is suspected as the cause of death. No autopsy was performed. The pt's ncp system was not explanted. It was reported that the pt was receiving vns therapy at the time of death and that pt had been experiencing >25% reduction in seizures. Site indicated that the cause of death was not related to ncp system. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.